Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that there was a crack on reservoir compartment. The customer¿s blood glucose level was 106 mg/dl. Troubleshooting was performed for damage and noticed that the reservoir still locks in place, but was not sure for how much longer, the other piece will fall off soon. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump received with reservoir tube lip completely broken off noted. Unable to perform displacement test due to reservoir lip broken off. The test reservoir does not stay locked in place due to reservoir tube lip broken off.